Event description:
Patient being treated with antibiotics for an infection in the operative knee. Additional information confirmed that several companies were contacted about this issue as their devices were used in this acl and meniscal repair. The patient was brought in two days postoperatively due to swelling at the tibial site. A tissue culture was taken which turned out to be negative at that time, the wound was cleaned. The patient was brought in a week later and another sample taken which was also negative. The patient came in for a third time in which the screws and graft were removed. Patient was given antibiotics and is reported to be healing well and will undergo the acl repair at a later date.

Manufacturer narrative:
(B)(4).